Manufacturer narrative:
A1: patient identifier: (B)(6). A2 age at time of event: updated. A3 sex: updated. B5 describe event or problem: updated. B6 relevant tests/laboratory data - updated. B7 other relevant history - updated. H3: device eval by manufacturer: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. A review of the media identified no issues during the lotus edge valve implantation which could potentially have contributed to the complaint event. The media captures the advancement of the lotus edge valve over the aortic arch. The lotus edge valve appears to be well positioned and the implantation of the valve identified no anomalies.

Event description:
Respond edge study. It was reported that a cerebral vascular accident (cva), hypotension, cardiac arrest, atrial flutter. Atrioventricular(av) block and death occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regiment of aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed. A 25mm lotus edge valve was then inserted into the patient. Post insertion of the lotus edge valve, the subject became unresponsive and the lotus edge valve was moved further into the descending aortic arch, then a drop in blood pressure was seen. While deploying the lotus edge valve into position, there was no cardiac output leading to pulseless cardiac activity. Cardiopulmonary resuscitation (CPR) was started along with atropine and adrenaline. After 2 cycles of CPR, return in spontaneous circulation was noted and the lotus edge valve was deployed successfully. The temporary pacemaker was left in place at 50 beats per minute(bpm). Neurological examination revealed perl (pupils equal and reactive to light) size as 2 and the subject was sluggish. Glasgow coma scale (gcs) score at this time was 3 with subsequent desaturation and no response to arms and legs. The subject remained unresponsive and was intubated and transferred to the intensive care unit on noradrenaline and propofol. Adrenaline was paused due to constant cardiac irritability, and respiratory rate was increased to 16/min to settle the cardiac irritability. Pacing threshold was also increased to 60 bpm. Post procedure event summary: the subject was diagnosed with stroke due to acute ischemic infarct. The etiology of the stroke was ischemic based on neuroimaging and clinical symptoms and electrocardiogram (ECG) was performed as there was changes in rhythm noted. Multiple premature ventricular contractions and constant short runs of vt were noted. While the subject was lying flat heart rate was noted to be irregular at 35 to 98bpm and had 6 beats of ventricular tachycardia. Repeat ECG revealed that the subject was dependent on the temporary pacemaker. The subject went into cardiac arrest, hence 20 chest compressions were done and subject was given noradrenaline bolus (200mcgs) and pacing was increased to 76/min. Noradrenaline was then paused. Rhythm pauses were noted twice and the heart rate began to drop slowly and went to 61bpm. Then it was decided to increase the pacer rate to 80bpm due to incomplete capture. As the cardiac rhythm was very erratic, amiodarone bolus 300 mg was ordered. Due to a drop in blood pressure, the subject was started on noradrenaline. ECG revealed atrial flutter with 3:1 block and rhythm rate was very high. The subject was started on amiodarone bolus. Later that night, the subjects heart rate became very irregular at 35 to 90 bpm/min and was noted with 6 beats of vt and was started on magnesium. A new arterial line was inserted and the subject was to start on IV amiodarone. Fentanyl and propofol doses were reduced, low urine output was noted, and the subject was already on dialysis. Physical examination revealed that the pearl size was increased from 2 to 3. Gcs score was 3/15, the subjects left hand was elevated on a pillow as their hands were swollen. The subject was trying to sit up in the bed, gagging on the endotracheal tube and not obeying the commands. Two days post index procedure, the subject was extubated and transferred to the critical care unit for end of life care. Propofol and fentanyl were discontinued. The subject was maintained on a do not resuscitate (dnr) order due to cardiorespiratory arrest, as the terminal event was considered inevitable as it was unlikely that CPR would be effective. 3 days post index procedure, the subject died at 16:51. It was further reported that: the cardiac arrest/ atrioventricular block(av) block requiring pacing was considered recovered post procedure. The immediate cause of death was acute ischemic stroke. Other significant contributing factors included aortic stenosis, chronic kidney disease, hypertension, coronary artery bypass graft surgery and atrial fibrillation.

Manufacturer narrative:
(B)(6).

Event description:
Respond edge study. It was reported that a cerebral vascular accident (cva), hypotentsion, cardiac arrest, atrial flutter. Atrioventricular(av) block and death occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regiment of aspirin at the time of the index procedure. A lotus introducer sheath(lis) was placed. A 25mm lotus edge valve was then inserted into the patient. Post insertion of the lotus edge valve, the subject became unresponsive and the lotus edge valve was moved further into the descending aortic arch, then a drop in blood pressure was seen. While deploying the lotus edge valve into position, there was no cardiac output leading to pulseless cardiac activity. Cardiopulmonary resuscitation (CPR) was started along with atropine and adrenaline. After 2 cycles of CPR, return in spontaneous circulation was noted and the lotus edge valve was deployed successfully. The temporary pacemaker was left in place at 50 beats per minute(bpm). Neurological examination revealed perl (pupils equal and reactive to light) size as 2 and the subject was sluggish. Glasgow coma scale (gcs) score at this time was 3 with subsequent desaturation and no response to arms and legs. The subject remained unresponsive and was intubated and transferred to the intensive care unit on noradrenaline and propofol. Adrenaline was paused due to constant cardiac irritability, and respiratory rate was increased to 16/min to settle the cardiac irritability. Pacing threshold was also increased to 60 bpm. Post procedure event summary: the subject was diagnosed with stroke due to acute ischemic infarct. The etiology of the stroke was ischemic based on neuroimaging and clinical symptoms and electrocardiogram (ECG) was performed as there was changes in rhythm noted. Multiple premature ventricular contractions and constant short runs of vt were noted. While the subject was lying flat heart rate was noted to be irregular at 35 to 98bpm and had 6 beats of ventricular tachycardia. Repeat ECG revealed that the subject was dependent on the temporary pacemaker. The subject went into cardiac arrest, hence 20 chest compressions were done and subject was given noradrenaline bolus (200mcgs) and pacing was increased to 76/min. Noradrenaline was then paused. Rhythm pauses were noted twice and the heart rate began to drop slowly and went to 61bpm. Then it was decided to increase the pacer rate to 80bpm due to incomplete capture. As the cardiac rhythm was very erratic, amiodarone bolus 300 mg was ordered. Due to a drop in blood pressure, the subject was started on noradrenaline. ECG revealed atrial flutter with 3:1 block and rhythm rate was very high. The subject was started on amiodarone bolus. Later that night, the subjects heart rate became very irregular at 35 to 90 bpm/min and was noted with 6 beats of vt and was started on magnesium. A new arterial line was inserted and the subject was to start on IV amiodarone. Fentanyl and propofol doses were reduced, low urine output was noted, and the subject was already on dialysis. Physical examination revealed that the pearl size was increased from 2 to 3. Gcs score was 3/15, the subjects left hand was elevated on a pillow as their hands were swollen. The subject was trying to sit up in the bed, gagging on the endotracheal tube and not obeying the commands. Two days post index procedure, the subject was extubated and transferred to the critical care unit for end of life care. Propofol and fentanyl were discontinued. The subject was maintained on a do not resuscitate (dnr) order due to cardiorespiratory arrest, as the terminal event was considered inevitable as it was unlikely that CPR would be effective. 3 days post index procedure, the subject died at 16:51.